Event description:
It was reported the patient was last seen for a refill in the (B)(6) of 2011. The patient did not come back for her scheduled refill in (B)(6) 2011. The patient was seen last week and hcp attempted to refill the pump. The pump had been empty since (B)(6). They aspirated the catheter access port (cap) to check for patency, no problems were found. It was determined that the catheter was patent by withdrawing 2cc of fluid through the catheter access port. However, they were not able to refill the reservoir. They could not push any drug into the reservoir, even after repeatedly attempting to evacuate any air that was in the pump. The patient was now on oral baclofen and doing fine. It is not known, at this time, if the pump will be replaced. The pump was delivering lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: catheter: model# 8731sc, serial# (B)(4), implanted: (B)(6) 2007, explanted:unk. (B)(4).

Manufacturer narrative:
(B)(4).